Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer¿s wife reported that on (B)(6)2019, the sensor gave an unspecified high reading and she treated the customer with fast-acting insulin that caused her husband to almost suffer from a diabetic coma. It was further reported the customer experienced symptoms described as ¿couldn't talk, very cold and soaked in sweat¿ and the emergency service (911) was called. Upon the paramedic arrival, readings of 14 mg/dl and 22 mg/dl were obtained on their meter. The paramedic administered ¿2 gel glucose, orange tablet, and food¿ and then transported the customer to the emergency room. At the hospital, the customer was diagnosed with hypoglycemia and treated with orange juice and insulin (type/dose unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer¿s wife reported that on (B)(6) 2019, the sensor gave an unspecified high reading and she treated the customer with fast-acting insulin that caused her husband to almost suffer from a diabetic coma. It was further reported the customer experienced symptoms described as ¿couldn't talk, very cold and soaked in sweat¿ and the emergency service (911) was called. Upon the paramedic arrival, readings of 14 mg/dl and 22 mg/dl were obtained on their meter. The paramedic administered ¿2 gel glucose, orange tablet, and food¿ and then transported the customer to the emergency room. At the hospital, the customer was diagnosed with hypoglycemia and treated with orange juice and insulin (type/dose unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.